Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the force bipolar instrument would not open on the robot. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the jaws were not stuck closed on tissue, and they were not opened using a release key, mechanism, or another instrument to attempt to open them. There were no issues when removing the instrument through the cannula. No visible damage was observed on the instrument, and there were no missing fragments from the portion of the instrument that enters the patient's body. The issue was resolved using another force instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system showing 9 lives remaining. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. Instrument passed electrical continuity test in both grips. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found.